Manufacturer narrative:
The customer repaired the device.

Event description:
It was reported the therapy delivery test failed. There was no patient involvement. The reported problem was confirmed. The cause of the reported problem was due to a failure of hv capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor for which the hv capacitor was repaired by the customer. The device remains at the customer site and no further evaluation is warranted at this time.